Event description:
On 6/3/80, a device was implanted. On 8/4/83, the cuff and balloon were revised. On 7/14/89, the cuff and pump were revised. On 12/4/96, the cuff and pump were removed from the pt and replaced due to fluid loss-bladder neck.

Manufacturer narrative:
Pump performed within specifications. Cuff had a wear leak.